Event description:
It was reported that the right ventricular (rv) lead became dislodged after the patient admitted to engaging in heavy labor the day after hospital discharge. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.